Event description:
According to the reporter: on the ninth day after surgery, the patient's condition got worse. Before that, the patient was doing well, had started eating and the drain had been removed. The patient got a CT scan three times after surgery and the results were as follows: first time: no problem, perfect staple line was confirmed; second time: the staple line was slightly displaced; third time: the staples dropped and the staple line was not seen. Since a major leak occurred, re-operation was performed. During re-operation, all staples which applied on the blind-end of the jejunum, the stump of duodenum and the anastomosed part between esophagus and jejunum, were found dropped. All of them were b-shaped. The manually sutured y-part had no problem. The staples applied on the anastomosed part also dropped, although three quarters of the tissue had already joined. The surgeon suspects the patient has an allergic reaction or rejection of titanium and that caused inflammation of tissue, resulting in the drop of staples. However, the patient has never had a metallic allergic reaction before. The patient is under observation.

Manufacturer narrative:
(B)(4).